Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown abgii/rejuvenate neck. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: patient completed MRI and blood test in (B)(6) 2012. Patient occasionally has an aching pain in the right side. Patient is scheduled to be retested on (B)(6) 2012.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
It is reported that: patient completed MRI and blood test in (B)(6) 2012. Patient occasionally has an aching pain in the right side. Patient is scheduled to be retested on (B)(6) 2012.